Event description:
It was reported that pump experienced malfunction alarm labeled malf 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was provided pump reset instructions, successfully reset pump, and did not experience repeat malfunction, and customer was advised to continue using pump and to call back if malfunction code recurred.